Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin. Issue occurred in the past, therefore further troubleshooting was not performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.